Event description:
The facility reported a colleague pump in which the power supply box will not stay on. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.